Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, procedural factors (loss of pacing during valve deployment) likely contributed to the too ventricular malposition of the valve. The exact cause of the complete av block post valve deployment and subsequent ppm cannot be confirmed. However, procedural factors (malposition of the valve, pressure from the valve on cardiac structures), in addition to patient factors (moderate valvular calcification, pre-existing rbbb) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-03422 .

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, a 14fr esheath was inserted without resistance. The sapien 3 valve was initially positioned with the center marker at the base of the cusps. During the deployed, with 2ml less than nominal volume, pacing missed a beat, resulting in the ¿pop-up¿ of the valve toward the aorta. The delivery system was pushed toward the left ventricle and the valve was deployed in a final 40:60 aortic/ventricular (a/v) position. Post valve deployment, the patient developed complete av block. Back-up pacing was initiated. Per the physician, the implant of a permanent pacemaker (ppm) is expected due to patient pre-existing conditions and the deployment position of the sapien 3 valve. The native annular diameter measured 19.3mm by tte. Moderate valvular calcification and no aortic root calcification was reported. It was perceived that the loss of pacing during valve deployment resulted in the too ventricular position of the deployed valve.